Event description:
It was reported to vyaire medical that the bellavista displayed a password prompt during ventilation. Unknown patient harm.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: results of investigation: this information is derived from a digital event log downloaded from the device. A review of this ¿log file¿ found the device to have been in operation on the reported occurrence date of (B)(6) 2024. There is an anomaly that occurred at system timestamp 17:25:22. The anomaly was a start event, indicated by the text ¿set system volume to:100¿. This entry is recorded when the device is started from a powered off condition. This ¿start¿ log entry is considered anomalous because there is no stop (shutdown) event preceding it, only the type of entries typical of a ventilator in an ¿on¿ condition. The occurrence of a start without a preceding stop event is considered to be a display failure, caused by the device user interface controller, the epc. The results of a malfunctioning epc include the bios password screen being triggered. It is important to also note that it was confirmed that ventilation continued after the display failure occurred. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.